Event description:
It was reported that the automated cassette was leaking from an unspecified area during fill one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted the patient in ending therapy. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.